Manufacturer narrative:
The device was returned to the service center for evaluation. A leak was noted due to a cut on the insertion tube. There was dent and secondary leak from hole on bending section rubber glue. The bending section glue was found chipped and cracked with exposed threads. The light guide bundle had breakage causing the light to be dim. The scope¿s forcep passage was blocked and no brush could pass through due to a collapsed dent on the insertion tube. The bending section was skeleton was broken and protruding through the rubber. The rotation mechanism had faded white paint on the rotation knob. The scope¿s angulation was check and found to be low. A potential cause for the damage is mishandling. The scope was noted to have 60 uses. A review of the instrument found no service/repair for the scope since date of purchase on (B)(6) 2019. To mitigate against scope damage and patient injury, both the scope operation manual and instructions for safe use documents contains several warning statements regarding inspection and operation. The instructions for safe use states ¿visually inspect the bending section for no metallic parts protruding from the bending section prior to the procedure the operation manual likewise states that prior to scope use, ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities and gently hold the vicinity of the distal end and at the point 10 cm from the distal end. Push and pull gently to confirm that the junction between the bending section and the insertion tube is not loose and that no irregularities are observed on the bending section.¿ the operation manual also includes functional pre-procedure test of the bending mechanism, and states, ¿if the movement of the up/down angulation lock and the angulation control lever is loose and/or not smooth, or the bending section does not angulate smoothly, the bending mechanism may be abnormal. In this case, do not use the endoscope because it may be impossible to straighten the bending section during an examination, and patient injury, bleeding, and/or perforation may result. Be sure to prepare another endoscope to avoid interruption of the examination due to equipment failure or malfunction.¿

Event description:
The user facility reported that the tip of the angulation tube broken. There was no report of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer (lm) reviewed the content of this complaint. The lm reported that the cause of this event was determined as breakage of the bending tube. Although the cause of breakage of the bending tube was not identified. However, it is possible that when the endoscope was inserted into the lower kidney calyx or urinary tract, the endoscope was excessively pushed while its bending section is bent.